Event description:
It was reported that the pulse generator exhibited backup vvi. The backup status was resolved automatically by the merlin programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.